Event description:
It was reported that during the procedure, the upper jaw broke without very much pressure. The doctor has used device many times and this has not happened. The pieces were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw hinge had broken, and found the upper jaw in nose down position. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. All parts of the device remained attached to the device, no fragments were noted missing. The device was loaded with unspent cartridge, and no damage was noted to the cartridge during investigation. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torquing the device excessively and placing too much force on the hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair surgery, the upper jaw broke without very much pressure. The doctor has used device many times and this has not happened. The pieces were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.